Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that a patient was hearing their pump alarm since yesterday, every 10 minutes and hourly. The company rep stated the patient's pump was recently replaced and he had reviewed the reports and had not found any alerts or programming errors. The company rep stated that the patient was a baclofen patient and had not been experiencing any symptoms. Additional information was received from the company representative (rep) reporting that they interrogated the pump and there were multiple reset alarms, reset- low battery, and non- critical pump memory error. The company rep stated that pump started alarming on friday, but the logs only go as far back as today due to the multiple alarms. The company rep stated that there were over 12 "reset" only alarms. The pump kept resetting frequently. The company rep would discuss with the physician. Additional information was received from the company representative (rep) reporting that the pump was replaced. The company rep would be returning the pump to medtronic for testing. The company rep confirmed that the pump was still resetting this morning.

Manufacturer narrative:
H3. Analysis identified an anomaly with a wire weld on the hybrid (circuit board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.